Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) declared an eri (elective replacement indicator) battery status sooner than the physician expected.